Event description:
A patient experienced a burn while removing item from a completed load. The worker was treated in employee health with the application of coal cream and a bandage. The symptoms resolved within 48 hours. The vaporizer plate was in place at the time of the event.